Event description:
It was reported that the customer's insulin pump was requiring frequent battery changes and the buttons were sticking. Unexplained no delivery alarms were also occurring. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)